Manufacturer narrative:
(B)(4). Concomitant medical products: biolox delta, ceramic femoral head, m,28/0, taper 12/14: item# 00877502802; lot# 2724627. Revitan, proximal part, cylindrical, uncemented, 55, taper 12/14: item# 0100402055; lot# 2718958. Report source: foreign - switzerland. Investigation of this incident is currently ongoing. A followup/ final report will be submitted when additional information becomes available.

Event description:
It was reported that the patient underwent a revision due to the implant fracture, approximately 8 years post-op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified that the proximal component exhibits no bone ongrowth. Several scratches, nicks and polished areas can be seen. On the stem neck, marks in the form of brownish spots from an electrocautery tool can be seen. Patterns of fine horizontal polished stripes are visible on the medial side, which most likely derived from micromotions against bone. The distal component shows damage consisting of scratches and dents most likely deriving from the revision surgery. Further, there is a drill hole used to retrieve the stem during revision surgery. Bone attachments are visible on the anchorage surface. The connection pin of the distal stem is broken in the non-blasted area. The fracture surfaces show a fatigue fracture starting from the lateral side. Both fracture surfaces are partially polished. The morscher press-fit shows bone ongrowth on the anchoring surface and tissue remains. On the articulation surface scratches can be found. Review of the device history records identified no deviations or anomalies during manufacturing. Review of the provided radiographs identified five images of the left hip that demonstrate a left total hip arthroplasty with fracture involving the connection pin of the distal stem. Radiolucency along the distal femoral stem suggests loosening. The proximal part is in a medially tilted position and asclerotic seam can be seen. The provided surgical report from the implantation procedure was reviewed without any anomalies noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.